Event description:
The pt experienced pain at the pocket site. While replacing this device with a smaller pacemaker, the physician also replaced the competitive rv lead due to loss of capture and sensing. The device appears to have come into contact with electrocautery during the lead removal as it could not be interrogated after this part of the procedure, but was successfully interrogated as the procedure began. There are no know complaints associated with the functionality of this device. Should additional info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was subjected to an electrical incoming inspection. An initial interrogation was not properly feasible. The pacemaker's memory content was inspected revealing that the device switched into the safety backup mode as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect invalid memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. However, several attempts to reset the pacemaker were necessary. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. There was no indication of a device malfunction. In summary, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, it is reasonable to assume that the electrocautery tool during the explant procedure has contributed to the clinical observation. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.